Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a ladg (lap. Assisted distal gastrectomy), the surgeon fired 3 shots with the stapler successfully. After a while, they connected a new cartridge to the adapter, however the display screen blackout and it did not react. It was replaced by another handle and the procedure was completed. The handle in question was inserted to a charger, however it did not react at all and the device got hot. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a ladg(lap. Assisted distal gastrectomy), the surgeon fired 3 shots with the stapler successfully. After a while, they connected a new cartridge to the adapter, however the display screen blackout and it did not react. It was replaced by another handle and the procedure was completed. The handle in question was inserted to a charger, however it did not react at all and the device got hot. There was no patient harm.